Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01105. It was reported the patient experienced ineffective stimulation and his system was removed (reference MFR report: 3008829311-2017-00626 and MFR report: 3008829311-2017-00627). During the explant procedure the physician was unable to remove one of the two leads implanted at the s3 vertebral level as it was "stuck". The lead remains implanted in the patient.